Event description:
It was reported that the ilet system was associated with recurrent low blood glucose episodes, including an event at school managed by the nurse, and review of available reports showed multiple meal announcements made in close succession that could contribute to hypoglycemia. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education without hospitalization. Investigation included review of device-generated reports and consultation with remote clinical training support. Investigation of this case revealed that clustered meal announcements likely resulted in excess insulin delivery leading to low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.